Manufacturer narrative:
A medtronic representative went to the site to check the system. An imaging system spin was taken and the accuracy was normal. Representative reported that when the site was taking the spin, the frame may have been moved or some use error. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while in a spinal fusion procedure, when a imaging system spin was taken the site wanted to check the accuracy and noticed there was inaccuracy. A second spin was taken but the spin did not automatically transfer, the spin was transferred manually. An inaccuracy was noticed in the second spin in the same direction and amount as of the first spin. The procedure was completed with the use of another imaging system. The surgery was completed without the use of navigation and imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: the field representative reported that they estimated the amount of inaccuracy to be over 5mm, which makes them believe that the frame was accidentally moved during the procedure.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6), number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.